Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The device was not returned. The complaint investigation is inconclusive for the reported event. Based upon the available information, the definitive root cause for this event is unknown.

Event description:
It was reported that during a scheduled vena cava filter retrieval, the filter was noted to be tilted and two filter legs were crossed. The filter was retrieved with a snare device without incident. There was no reported patient injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient, procedural and product information, which was updated in the appropriate sections. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event.